Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description: hand primed tubing. Hung caspofungin, which infused well for 1st 40 mins, then multiple air-in-line alarms began. No microbubbles seen but attempted to clear anyway. No anti air valve immediately available to add to tubing. Despite attempts to manually clear bubbles, multiple air in line alarms. Turned off pump to attempt reset. Still with multiple air in line alarms. Switched to different pump module. Still with multiple air in line alarms. Changed to new tubing set. No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples without packaging were provided for evaluation. The returned samples were visually evaluated, and no defects were noted. The samples were attached to observe if it would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing to replicate the reported defect of the air- in-line alarm on the pump, the samples were attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested per specification with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to meet specifications. An approved project is in place to further address issues with air in line. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.